Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified iliac, superficial femoral artery, and below the knee vessel. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 6 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure.